Event description:
A polaris ultra stent was reported to boston scientific corporation happened last (B)(6) 2013. According to the complainant, they found a 1cm piece of paper contained between the outer pouch and the inner pouch. There was no patient nor procedure involved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual analysis of the returned polaris stent was performed. Following a detailed device analysis, it was found that all the seals are fine. The returned pouch did not present any visible damage and no foreign matter was found inside the sealed pouch neither. The returned foreign matter which seems to be a cardboard section was in a separate bag but not in the sterile pouch. The most probable root cause for this complaint is ¿not confirmed.¿ a review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. Based on this analysis, this is now deemed non MDR reportable.

Event description:
A polaris ultra stent was reported to boston scientific corporation happened last (B)(6) 2013. According to the complainant, they found a 1cm piece of paper contained between the outer pouch and the inner pouch. There was no patient nor procedure involved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.